Manufacturer narrative:
On (B)(4) 2011, a bec field service engineer (fse) found line #175 was partially pinched by corner of the mc reagent tray. Fse corrected, cleaned waste lines/manifold with bleach and primed instrument to verify. Calibration and qc tests were acceptable. Repair verified per established procedures. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) customer technical support (cts) to report a leak on one of the tubes to the right of the modular chemistry (mc) bulk reagents that is connected to the mc compartment. The fluid appeared to be creatinine reagent or waste. Customer stated about 200 ml of yellow colored reagent or waste had leaked. The customer was wearing personnel protective equipment at the time of the event and cleaned the area. No injury or exposure was reported.